Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: evaluation revealed a crack in the battery compartment. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12-dec-2017.